Event description:
Pt had sustained a tibial plateau fracture in 2001. Pt underwent an open reduction and internal fixation. Six weeks later. Pt developed cellulitis with purulent drainage. 7.5 weeks later -to surgery for a left tibial irrigation and debridement and hardware removal. 4 days later-return to surgery for I&d of an infected left tibial plateau fracture and delayed primary closure. Jp drain placed along incision. Two days later-when jp drain being removed, popping sound heard-uncertainly regarding whether or not fragment had aspect of the wound. 15 days later-return to surgery for removal of the foreign body and repeated irrigation and drainage of the left tibial plateau fracture. Foreign body-jp drain segment-removed from the wound. It had not been sewn in and there was no obvious attachment that had entrapped the distal portion.